Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their implant (ins) was no longer charging as of today. They stated that the ins battery dropped to 30% so they went to charge it this morning however, a no device found message continued to display. They tried to reset the controller, but it did not resolve the issue. Pt mentioned speaking with the representative (rep) and was advised to call pt services for a possible recharger replacement. They rep also reviewed that if the issue persisted even after the replacement, they would have to follow up with their healthcare provider (hcp) for further assistance. Pt mentioned that they suspected that theins might have moved as they did some stretching earlier this week noting that maybe a day after they began experiencing pain at the implant site on the lower left side of the back. Pt stated that they were familiar with the original implant location and reported that the device no longer feels as though it is in the same position. Agent had pt reset the controller, clean the port and pins; pt confirmed no visible damage on the controller, battery pack and recharger. Pt reinserted the battery pack and attempted to charge their ins. Pt got a no device found message and after they pressed recharge, they entered the passive recharge mode (prm) 0 0 98. Agent reviewed prm. After a few minutes the numbers dropped to 0 0 0 and the screen went blank and unresponsive. Pt confirmed that the controller was fully charged. Agent sent a request to repair to replace the recharger. Pt commented that they will be in pain without the ins.